Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooling occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "Customer informed that this is not a lot specific issue as we are seeing it across all lots. Customer would like to know if any other bd users raised this as an issue? He would be particularly interested if any new users of bd have reported this. He have now heard form a number of other trusts who have stated these blood spots in the stopper is ¿normal¿."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for blood spooling with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for blood spooling with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood pooling occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "customer informed that this is not a lot specific issue as we are seeing it across all lots. Customer would like to know if any other bd users raised this as an issue? He would be particularly interested if any new users of bd have reported this. He have now heard form a number of other trusts who have stated these blood spots in the stopper is ¿normal¿."